Event description:
A review of service data detected a reportable event. Upon service investigation of electrode belt sn (B)(4), the trunk cable connector was cracked with wires exposed. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation, the trunk cable connector was damaged with wires exposed. The root cause of the damaged connector cannot be positively identified, but was likely a result of excessive force. No adverse event occurred due to the broken connector. The last pt to use this belt did not report any deficiencies.